Event description:
It was reported the tlc10 was used during a sub-total gastrectomy. It was reported by the affiliate the firing knob stopped during the firing stroke. There was no consequence to the patient.